Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its electrode revised since there was increase in system impedance measurements, with the measurements still within range. After the revision, the system impedance dropped but the electrode migrated and the system impedance has risen once again. Technical services (ts) was consulted and discussed how stored data is not indicative of an electrode issue, with a higher increase in impedance expected if that was the case. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates another revision was performed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its electrode revised since there was increase in system impedance measurements, with the measurements still within range. After the revision, the system impedance dropped but the electrode migrated and the system impedance has risen once again. Technical services (ts) was consulted and discussed how stored data is not indicative of an electrode issue, with a higher increase in impedance expected if that was the case. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates another revision was performed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its electrode revised since there was increase in system impedance measurements, with the measurements still within range. After the revision, the system impedance dropped but the electrode migrated and the system impedance has risen once again. Technical services (ts) was consulted and discussed how stored data is not indicative of an electrode issue, with a higher increase in impedance expected if that was the case. This device remains in service. No additional adverse patient effects were reported.